Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit exhibited a problem related to the cables associated with the recalls. Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem.